Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited noise and out of range impedance also noted. Technical services discussed that noise looks like a lead issue. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).